Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient (pd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the "transfer set was inadvertently mishandled during pd." The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intravenous vancomycin (1g every three days) and intravenous fortum (1g twice a day) for peritonitis. Seven days after the event onset, the vancomycin and fortum were discontinued. Also that same day, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. Two day later, the patient was deemed recovered and discharged from the hospital that same day. No additional information is available.